Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s fill estimates were inaccurate. There was no impact on the customer¿s blood glucose levels. Customer indicated that they will change out the cartridge.